Event description:
Needle retracted inside insulin syringe after attempts to inject insulin. Dates of use: 2008. Diagnosis or reason for use: insulin injection. Event abated after use stopped or dose reduced: yes.